Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,008 units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or batch information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with steelex electrode set. The client reported that during routine care, the pacing wire snapped during pacing which resulted in no pacing for period of time until reattached. No obvious reason for wire to snap. Remedial actions - patient stable. Help called . Wire stripped and re attached to pacing box with good contact no of patient involved - one current location of device - discarded the pacing wire would have been connected to a pacing lead which would then be connected to the pacing box. Possible origin of the incident: patient movement. (Patient is less than 1 year old).

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.